Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that the vboss cage and xia were used on (B)(6) 2005. The end of 2010, the cage was sunk because of the infection. In (B)(6) 2011, the both side of the rod were broken. The revision surgery was performed on (B)(6) 2011. The surgeon needs the information that from which direction the force was applied to the rod. The surgeon needs the investigation with lectron microscope.